Manufacturer narrative:
(B)(4).

Event description:
A patient at (B)(6) hospital experienced redness and marks on his forehead corresponding to placement of the fore-sight sensor. The nurse team at the hospital reported that it did not consider the marks to constitute serious injury, and that they cleared up shortly afterward. Investigation revealed that the disposable sensor used on the patient was changed every 48 hours and was not always applied to a different anatomical location. Such use is inconsistent with the directions for use for the fore-sight sensor, which states that the facility should assess the sensor site at least every 8 hours, or more often as required by the institution's protocol.